Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -10.0/1.0/080 (sphere/cylinder/axis), while loading the lens, a piece of the iclbroke. There was not patient contact. Cause of the event was user error. Reportedly, "the lens was not implanted. Patient sent home untouched."

Manufacturer narrative:
A4-a6:unk. User error. Claim# (B)(4).